Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) (B)(6) and the controller (con409699) were not returned for evaluation. This complaint is ass ociated with a clinical adverse event. The reported low power and low flow events were confirmed through log file analysis which revealed a sudden decrease in power consumption and estimated flows on (B)(6)2021 leading to parameters below the normal operating range, followed by a return to normal parameters on the same day. In addition, a sustained sudden decrease in power consumption and estimated flows was observed on (B)(6) 2021 leading to parameters below the normal operating range within analyzed period. (11) low flow alarms were logged since (B)(6) 2021. Log file analysis also revealed a controller power up with an associated motor start event on (B)(6) 2021 at 04:26:59 within the analyzed period. The data point prior to the loss of power revealed that bat930703 was connected to power port one (1) with 64% relative state of charge (rsoc) and bat851270 was connected to power port two (2) with 100% rsoc. The data point recorded after the loss of power revealed that bat930703 was connected to power port one (1) and bat851270 was connect ed to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 16 seconds. Information received from the site revealed that the patient was admitted to the intensive care unit (ICU) with black ostomy output and decreased hemoglobin. Blood pressure was supported with fluids and pressors. The patient received four units of packed red blood cells (prbc's) and underwent an esophagogastroduodenoscopy (egd) where gastric antral erosions were noted, which were thought to be the cause of bleeding. Additional information received from the site indicated that, in addition to the reported low power, low flow, and loss of power events, approximately three weeks later the patient experienced chest pain, dilated left ventricle, elevated lactate dehydrogenase (ldh). Of note, it was suspected the patient had a possible outflow graft (ofg) obstruction or inflow cannula obstruction. Computed tomography (CT) scan was unremarkable so ofg obstruction unlikely. It was noted that prior to this event, anticoagulation was stopped due to the recent gastrointestinal bleed. Additional information from the site indicated that while hospitalized for the gastrointestinal bleeding, the patient received oral, intravenous and subcutaneous medications to treat gastric erosions. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow and low power events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, gastrointestinal bleeding is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of gastrointestinal bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: con409699 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that while hospitalized for the gastrointestinal bleeding, the patient received oral, intravenous and subcutaneous medications to treat gastric erosions.

Manufacturer narrative:
A supplemental report is being submitted for additional event details: see b5 and additional codes. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information with updates to the event description (b5), report source (h2), and h10. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2021 / serial #: (B)(6) UDI #: (B)(4) d9: no. H3: no, device evaluation anticipated, but not yet begun. H4: (B)(6) 2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a23 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately three weeks later the patient experienced chest pain, dilated left ventricle, elevated lactate dehydrogenase (ldh), and the vad exhibited low flows, low flow alarms and below normal power consumption. It was suspected the patient had a possible outflow graft (ofg) obstruction or inflow cannula obstruction. Computed tomography (CT) scan was unremarkable so ofg obstruction unlikely. It was noted that prior to this event, anticoagulation was stopped due to the recent gastrointestinal bleed. The patient received no treatment and is not a candidate for a vad exchange. The following night the patient had a double power disconnect for unknown reason. The nurse reconnected the power sources and flow immediately increased. It is suspected that the disconnection disrupted the flow pattern at the inflow, dislodging the clot at the inflow cannula. Patient is on comfort care only. The controller remains in use.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) with black ostomy output and decreased hemoglobin. Blood pressure was supported with fluids and pressors. The patient received four units of packed red blood cells (prbc's) and underwent an esophagogastroduodenoscopy (egd) where gastric antral erosions were noted, which were thought to be the cause of bleeding. No arteriovenous malformations (avm's) were noted or clear evidence of bleeding source. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the mechanical circulatory support product surveillance registry. If information is provided in the future, a supplemental report will be issued.